Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the upper pump gasket. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up the functional display test failed. The screen was dim upon powering on the cycler. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly, on the bottom cover behind the front panel, and on the rear panel. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient experienced a cycler powered down issue with their liberty select cycler at the end of their peritoneal dialysis (pd) treatment. The power cord was properly connected, and power switch was in on position. There were no recent power outages or issues reported. There was no sound when ok and stop were pressed. The cycler was switched on and there was no light on cycler buttons, and patient was unable to turn the cycler on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.